Event description:
Pt had magnet placed over his aicd/pacer during elective colon procedure. At the end of the procedure at the moment the magnet was removed the pt experienced cardiac arrest momentarily until magnet was placed back on the device. Device was tested by manufacturer post event with no indicated problems. The device remains implanted.